Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to symptomatic cystocele patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure; anterior repair w mesh, mesh w cystoscopy for symptomatic cystocele on (B)(6) 2010 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).